Event description:
It was reported that pt underwent total hip replacement in 2007, in which she rec'd a durom cup acetabular component. Post-op, pt experienced pain, and her surgeon recommended revision. Pt is scheduled for revision in 2008.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.